Event description:
There was an allegation of questionable sodium electrode and potassium electrode results for 1 patient sample and questionable na results for 1 patient sample on a cobas 6000 c501 module. Sample 1: the initial na result was 153 mmol/l, and the repeated result was 139 mmol/l. The initial k result was 3.08 mmol/l, and the repeated result was 4.08 mmol/l. Sample 2: the initial na result was 223 mmol/l, and the repeated result was 132 mmol/l. The samples were repeated because the initial results did not match the patient's clinical history. The repeated results were obtained on another module.

Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The field service representative repaired the rinse arm assembly, performed calibration and qc, performed adjustments, replaced the pipes in the washing station, performed cleanings, and performed reagent purges. He performed checks and tests with acceptable results. The investigation determined the service actions resolved the issue.